Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 5/2/2017 a replacement cable was shipped to the site. On 5/4/2017 a medtronic representative visited the site to replace the cable and perform a system checkout. A system checkout has been performed and found that the system is fully functional. The suspected cable was returned to manufacturer for evaluation. Manufacturer had performed an evaluation and was able to replicate the issue. The cable jacket had found to be damaged at the lemo connector which exposed the shield wire but did not expose any bare conductors. Other than the damaged cable jacket the cable had passed all testings. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the site has an axiem cable of the navigation system was damaged. The navigation system was functioning normally with some modifications, but it was reported that the system had communication issues before the modifications were done. The issue was reported outside of procedure. No patient was involved at the time of the issue.